Event description:
Procedure: pelvic laparoscopy - dx: metacyesis. Reportedly, one hour after the surgery, the pt was hypotensive. The surgeon conducted an exploratory laparoscopy and confirmed bleeding between the peritoneum and the muscularis. The surgeon reported to believe a blood vessel was broken when inserting or removing the device for the initial procedure. The bleeding was controlled and the pt transfused with approx 3,000cc blood. Pt was discharged from the hosp with no untoward sequelae.